Event description:
It was reported that power cords of xprt mattresses being used on model 2040 zoom critical care beds were being pinched and sometimes frayed, as a result of the power cord being caught in between the optional foot extender and the footend of the bed.